Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device also emitted beeping tones. Data analysis validated low voltage fault and confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device exhibited premature battery depletion (pbd). Device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device also emitted beeping tones. Data analysis validated low voltage fault and confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device exhibited premature battery depletion (pbd). Device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.